Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). Correction the b-hcg assay was inadvertently omitted from the text in the initial MDR. Based upon the available information; a single definitive cause from the instrument perspective could not be identified. The complaint text indicates that false positive b-hcg results were generated on an architect i1000sr analyzer, (B)(4). The customer stated that the sample probe was replaced eight days prior to receiving the discrepant b-hcg results. The customer also stated that they changed and calibrated the sample probe, but changing the probe didn't resolve the issue, as erratic b-hcg results were still being received. Further review of the complaint text also indicated when the customer was at the end of the reagent kit (12 tests remaining), low control results were received, and the customer switched to a new reagent pack with the same lot. The complaint evaluation for the architect i1000sr instrument was performed by reviewing the complaint text and instrument service history for (B)(4). Based upon the available information; a single definitive cause from the instrument perspective could not be identified. The investigation for the assay was also conducted and the results are as follows; during this investigation the control and panel values obtained during final product release testing were reviewed for architect total b-hcg reagent kit, list number 7k78-20, lot number 8919jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. A review of the stability data generated illustrated that all controls and assays parameters were within specifications for each of the time points assessed. In addition, extensive testing has been performed on site at abbott longford whereby investigation protocols addressed the ability of architect total b-hcg reagent kit in question to accurately detect b-hcg concentrations in abbott architect total b-hcg controls panels and patient sample. The investigation demonstrated that architect total b-hcg reagent lot 81919jn00 is performing acceptably and within label claims. Furthermore, architect total b-hcg reagent lot 81919jn00 was used in (B)(4) to evaluate the performance of the architect total b-hcg assay in relation to its ability to reliably recover b-hcg in patient samples. All control levels were within abbott architect total b-hcg control specification limits. From the investigation performed it can be concluded that safety, effectiveness and label claims were met for the architect total b-hcg reagent lot in question.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00589 has been submitted to address this error.

Event description:
The account stated that the architect i1000sr analyzer has generated discrepant results. The initial result was 55.7 miu/ml, the sample was retested twice and results were 13.3 and <0.12 miu/ml. There was no adverse impact to patient management reported.